Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a high threshold of 2.5 v, 0.4 ms in the unipolar and bipolar configurations. The lead was removed and replaced.